Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2022-02833.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2022-02833.

Event description:
It was reported that the impactor was broken on the back table during a procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis. However; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.